Event description:
It was reported that during a laparoscopic removal of a pelvic mass a surgeon needle had been inserted into the pt to inflate the abdomen. The surgeon then proceeded to put the device in the pt. The device snapped at the seam where the "white part meets the clear part". The black pins snapped. The device was removed and time was spent looking for another trocar. A new surgeon needle was used to reinflate the abdomen and the new trocar was used to complete the procedure. There was no pt injury.

Manufacturer narrative:
Final device investigation found that the proximal housing was broken off of the device sleeve. The device history record was reviewed and no discrepancies were noted. As each device is visually and functionally tested prior to release, no conclusion could be drawn as to what might have caused the reported event.